Event description:
On (B)(6) 2013, the distributor contacted animas and alleged a load step malfunction.( load step or cartridge not recognized; cartridge emptying at load cartridge step). There is no adverse event reported. This complaint is being reported because the load step malfunction was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Black box review shows evidence of ¿load step malfunction¿ on (B)(6) 2013 illustrated with ¿no cartridge detected¿ warning. The pump powers ¿on¿ and displays ¿verify¿ screen. The piston was unable to detect the cartridge upon the first ¿load¿ attempt. Force sensor calibration reading is within the correct count. The pump¿s cover was removed, inspection shows an intermittent condition to the force sensor circuit resulted by a cracked force sensor flex trace near to the pin.